Event description:
Related to MFR report # 2183959-2012-01271, 01272. The plaintiff was implanted with the "ams perigee with inteprolite to treat her pelvic organ prolapse and stress urinary incontinence." The plaintiff's attorney alleges that the plaintiff "has suffered severe and permanent bodily injuries and significant mental and physical pain and suffering, and economic loss" as well as "inflammation of the pelvic tissue." It was also alleged that the plaintiff received medical treatment "including, but not limited to, operations to locate and remove mesh, operations to attempt to repair pelvic organs, tissue, and nerve damage, the use of pain control and other medications, injections into various areas of the pelvis, spine, and the vagina, and operations to remove portions of the female genitalia."

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.